Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smells/odor issue, and system risk analysis (sra). Trending analysis of the smells/odor issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is due to overdue preventive maintenance. The customer has declined service at this time and was advised not to use the sterrad® until routine maintenance is performed. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The fse was dispatched to the customer site and determined the sterrad was overdue for preventative maintenance. The customer was informed the unit was out of specifications and the service is pending completion at this time. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "foul smell of engine oil" or odor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.